Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual analysis was performed, and no damage was observed. Functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that error/fault codes had been recorded but could not be replicated during analysis. Additionally, the touchscreen was tested for functionality; no anomalies were observed. The benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer touchscreen did not work and the programmer was replaced. No adverse patient effects were reported. The programmer was return for analysis.